Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
It was also reported that the prior to hospitalization for treatment of driveline infection this patient received home health care with oral antibiotic treatment and dressing change orders four times daily using 1/2 normal saline. The patient was later admitted on (B)(6) 2015 with reports that she had ruptured blister with purulent drainage and mild pain next to the driveline site two days prior. By the time of her admission she denied fever. Chills, purulence or pain. On admission, the patient was afebrile with stable vitals. The patient was started on intravenous (IV) vancomycin regimen. CT abdomen/pelvis results were negative for intra-abdominal abscess or fluid collections adjacent to hardware or driveline. On (B)(6) 2015 transplant infectious disease was consulted and transitioned the patient from IV vancomycin to IV oxacillin. In addition, the patient's home coumadin was decreased then held from (B)(6). A peripherally inserted central catheter (PICC) line was placed on (B)(6) 2015, once international normalized ration (inr) was <2.5. The patient was restarted on a decreased dose of coumadin due to interaction with oxacillin. The patient was discharged on (B)(6) 2015 in a hemodynamically stable state. She discontinued home oxacillin therapy due to the development of severe diarrhea on (B)(6) 2015. Spoke with service. The patient was the placed on oral keflex. The last reported received indicated that at cardiology clinic visit on (B)(6) 2015 the patient denied pain, tenderness, or drainage at lvad site. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately one month post hvad implantation, this patient reported experiencing an increasing number of electrical fault alarms. A driveline connector cleaning ((B)(4)) and controller exchange were performed at the hospital. Investigation is ongoing